Event description:
Broken scleral contact lens in office -bostonsimplus solution and flat pack contact lens case provided by technician (B)(4), proceeded with exam without issue -patient noticed broken lens when he went to put lens back in eye -patient state this is the second time he had a lens break in our office (first instance at 2nd cl fitting); highly concerned that our offices supply of bostonsimplus "disintegrated" his lens -maintains he did not crack his lens; he has been wearing contact lenses for years and knows how to properly store. He uses bostonsimplus at home with no issue; believes we have a "bad batch" of solution which caused his lens to break down. Pt code: 4580. Device codes: 1069, 1177; 2978. Ref report: mw5182753.